Manufacturer narrative:
Section d9 was updated due to device evaluation section h6 evaluation codes were updated due to device evaluation method code (annex b) additional code added result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator generated a background check alert message indicating air proportional solenoid (psol) stuck open. The device was available for evaluation. Based on the review of the logs, it was confirmed that the ventilator generated a diagnostic code indicating an open air psol stuck event that would lead to loss of ventilation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with a background diagnostic code in the logs but could not replicate. Based on the code, sp replaced air proportional solenoid (psol) and inspiratory electronics printed circuit board (pcb). Additionally, sp replaced breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) as a preventative measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to potential fault in air psol and/or inspiratory electronics pcb and/or bd cpu pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (UDI)# updated section d9 was updated due to returned parts section h6 evaluation codes were updated due to analysis of returned parts. Conclusion code (annex d) remove d02 and add d15 h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 v entilator generated a background check alert message indicating air proportional solenoid (psol) stuck open. The device was available for evaluation. Based on the review of the logs, it was confirmed that the ventilator generated a diagnostic code indicating an open air psol stuck event that would lead to loss of ventilation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with a background diagnostic code in the logs but could not replicate. Based on the code, sp replaced air proportional solenoid valve (psol) and inspiratory electronics printed circuit board (pcb). Additionally, sp replaced breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) as a preventative measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The air psol valve, inspiratory electronics pcb and bd cpu pcb were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The potential cause may be due to a temporary difference between the expected air flow and that produced by proportional solenoid valve (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. A review of the ventilator logs confirm the reported psol stuck open code which would lead to a loss of ventilation to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a background check alert message indicating air proportional solenoid (psol) stuck open. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.